Manufacturer narrative:
Product event summary:the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to the battery exhibiting a high max error (6%), indicative of a unit that is out of calibration. This is an incidental finding not related to the reported event. The battery was capable of charging and discharging properly and driving the test-bed. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The fact that the max error was reset to a lower value and log files indicates that the battery was being used in a manner that exchanged and recharged of the battery occurred at levels much above the recommended 25% rsoc (relative state of charge) range. In the absence of a malfunction of the battery in relation to the reported, a root cause cannot be established. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by medical personnel that a patient experienced a battery with no power: ¿customer sent in an email complaining about a battery which is not showing power status on display, no green light¿. There was no report of consequences or impact to the patient. There are no known clinical factors that could have contributed to this event. The battery was exchanged. No patient complications have been reported as a result of this event.